Event description:
The event is reported as: the hme was creating a lot of resistance in the pt circuit. When the hme was removed, the pt vent parameters returned to normal. No pt injury or death reported with this event.

Manufacturer narrative:
Device has not been rec'd by MFR for investigation yet. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.